Event description:
It was reported that a patient's insulin pump, which was out of warranty, experienced a critical error and completely failed. As a result, the patient's blood sugar level reached 220 mg/dl. The patient performed a hard reset on the pump, and it has been functioning since then, but there is concern about potential recurring issues. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.